Event description:
Customer reported to customer service that the she tripped over the cord and pulled transformer from the wall. The housing was broken and wires are exposed, which is a safety risk.

Manufacturer narrative:
The customer received a replacement transformer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause fo the event. Attempts to follow up with the customer to get the product back are on going. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.